Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a aaa . The bifurcate 28-13-145 was implanted into right main, a non mdt limb  was implanted on opposite side until eia, an additional non mdt limb (size unknown) on same side was implanted until cia.  It was reported that during the index procedure, a type ia endoleak was identified so an endurant cuff was implanted. The ia endoleak resolved with the implant of the endurant cuff. On an unknown follow-up CT scan a type ii endoleak was noted. The aaa was enlarging so an artificial blood replacement was performed on the (B)(6) 2024 and part of the bifurcate main body and cuff were explanted. It was confirmed there was no complaint or issue with the endurant cuff. Per the physician the cause of the type ii was anatomy. The cause of the type ia endoleak is unknown. No additional clinical sequalae were provided and the patient is fine.